Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implante. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy due to sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe infection, leakage of feces, pain during intercourse, urinary retention, vaginal bleeding and physical pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.